Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The personality module surgeon console (pmsc) was analyzed and found to in system logs; no data was found to indicate that the fault had occurred in the field. Upon visual inspection, damage was found on the digital video interface (dvi) on video input leaf 2 (vil2) and surgeon console leaf 1 (scl1). The pmsc was installed onto an in-house system where the component functioned as expected. Then the system was set to run 10 minute sine cycle, 10 power cycles and sitting idle for 1 hour. The complaint regarding the right eye is black was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the right eye display turned black on one of the dual surgeon side consoles (sscs). The issue was reported to dvstat after completing the procedure. The clinical sales representative (csr) noted that this issue had occurred previously. The procedure was completed using another ssc. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue occurred in a manner similar to the previous case that was reported.